Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 28 mg/dl. The cause of low bg was unknown. The customer passed out and they received third party assistance from their spouse, who administered gvoke hypo pen to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.